Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type catheter pro duct ID 8709, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient had fluid retention that was unrelated to the pump and so accessing the port was difficult. It was tough to visualize on imaging. The physician was able to aspirate fluid, but unable to determine if it was in the side port.

Manufacturer narrative:
H3 ¿ the catheter was returned for analysis. Analysis of catheter model 8598a found ¿catheter body ¿ dark residue occlusion in dispensing holes ¿ event related¿. Analysis of catheter model 8709 found ¿acceptable testing ¿ catheter returned in segments¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 17-may-2020, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 15-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 1.096 mg/day via an implanted pump for spinal pain. It was unknown when the event/difficulty occurred. The patient reported increased pain. There were no known external factors or reported falls. The managing physician attempted to perform a catheter due study but could not accurately confirm catheter port access. The physician referred the patient to a neurosurgeon. The catheter was replaced on (B)(6) 2021 and would be returned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury" the patent¿s weight was unknown and the patient¿s medical history included smoking.